Manufacturer narrative:
Investigation completed 6/12/17. Method: device history review/service history; trend analysis; failure analysis. Device history record reviewed for this product ID under lot code/work order (B)(4), manufactured 07/02/15, show no abnormalities related to reported incident found. This device passed all required inspection points with no associated mrr¿s, variances or rework. A two year look back for this reported failure and or related to "too much movement" for this product ID shows that 6 complaints were received including this case, with 2 reported by this customer on the same date. No new design or manufacturing trends have been identified. The failure was confirmed; the clamp failed. When set at 60 pounds of clamping force, the clamping force must not change by any more than 4 pounds when the swivel is rotated around at 0, 90, 180, and 270 degrees. (Complete rotation of the swivel) it also exhibited ¿teeth grinding¿; this is from the migration of the disc ratchet over time and use. (The spacer components in the locking mechanism will wear and the disc ratchet does not make full lock engagement with the locking ratchet teeth) the result is teeth grinding and failure to hold. Failure was confirmed. Root cause is attributed to migration of disk ratchet for locking mechanism.

Manufacturer narrative:
Additional information received on 09feb2017: this report is in regards to the first clamp. This first clamp was applied on the (B)(6) female patient. When locking, the clamp made weird sounds. This first clamp was taken off. There was no patient injury. A second integra clamp was applied and that slipped.

Event description:
This is the first of two reports (same product ID, different serial numbers, same issue, same reporting facility). The clamp has too much movement. Additional information has been requested. Linked to mfg. Report number: 3004608878-2017-00034.